Manufacturer narrative:
The relationship with the device cannot be assessed due to insufficient information. The event is conservatively being reported. H6 code of e2402 is added to capture the event of diastais recti. Hernia MFR report # 3007215625-2023-01354.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen and presented with a hernia that needs to be treated. A hernia board determined that patient needs to have corrective surgery for diastasis recti simultaneously. Additional information was requested to clarify if diastasis recti was procedure related. Though requested, additional clarification was not provided regarding the event.